Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast implantation procedure of unknown type with a saline mentor smooth round moderate profile 350cc and experienced deflation on the left breast implant after implantation. The deflation was observed by the patient visually. As a result, the patient had undergone removal and replacement with saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 7525018. There were no complications. The patient was not hospitalized. The patient tolerated procedure well.

Manufacturer narrative:
On 9/27/2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation finding have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. Complaint was not confirmed. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/22/18, it was reported to mentor that the device evaluation and investigation have been completed. The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device. White material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).